Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The hypotube was microscopically and visually examined. At 60.6cm cm from strain relief, the hypotube was separated and had numerous kinks. The remainder of the device was not returned. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal end of the left circumflex artery. After stent implantation, a 3.0mm x 15mm quantum maverick was used for post-dilation. However, during advancement, the delivery shaft was fractured. The device was removed directly and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal end of the left circumflex artery. After stent implantation, a 3.0mm x 15mm quantum maverick was used for post-dilation. However, during advancement, the delivery shaft was fractured. The device was removed directly and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.